Event description:
In 2009, the office mgr reported that during surgery, the driver was broken. Additional info received via telephone on 06 oct 2009, the sales rep reported that during surgery the pt has hard bone and has had a previous fusion from t10-l2 fusion. The surgeon was instrumenting on l2-s2. On l3, the surgeon was attempting to implant a screw with the driver, when he was not able to implant the screw any further, and he was not able to explant the screw either. The surgeon was able to finally explant the screw with a rod and closure top and spin it out. The surgeon had already stripped out three screws, the driver would not fit on the screw correctly. It was noticed that the driver was fractured in an h-shape. The surgeon was able to finish the case with the other driver. There was a surgical delay of 2 hrs.

Manufacturer narrative:
Product is an instrument and is not implantable. A review of the device history record and visual exam of the instrument could not be performed since the instrument was not returned. The report indicates the driver was being used in hard bone when it was noticed to be fractured. The likely cause for the instrument to fracture was due to the driver being used to insert screw into hard bone.